Event description:
Hcp reported the pt experienced a return of symptoms with recurrent spasticity. A rotor study showed the pump rotor to not be turning. The catheter was determined to be paten. The pump was explanted and returned to the manufacturer for analysis. A follow up report will be filed when additional info is received.